Event description:
It was reported that a skin reaction (infection) occurred. The biosensor was inserted in the arm, and the date of sensor insertion was not specified. The initial symptom was discomfort which developed into a pulsating pain while watching tv (without activity). No treatment occurred at home, and the customer went to urgent care for evaluation. The medical doctor inspected the area and redness around the intact sensor pod was visible. The biosensor was not removed and no testing occurred. The customer was diagnosed with an infection and received an oral antibiotic prescription for doxycycline (100 mg x 10 days). The customer did not attribute the discomfort in the area to the infection. At the time of the report the customer was in good condition. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The sensor was inserted into the back of the upper arm on (B)(6) 2025.

Manufacturer narrative:
(B)(4).